Event description:
A malfunction alarm was reported, displaying malfunction code 0, but there were no notable events prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer in performing the reset, and noted that the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue returns, and they acknowledged this instruction.